Manufacturer narrative:
Nakanishi contacted the distributor to obtain the patient information by e-mail on march 14, 2016 and march 23, 2016, however nakanishi has still not received the information. This event occurred in (B)(6), but the similar products are marketed in the us under k962540.

Event description:
On march 7, 2016, nakanishi received an e-mail from a distributor ((B)(4)) about an nsk dental product. Details are as follows. On (B)(6) 2016, a dentist was polishing a patient's tooth using ba 102 with a rubber cup. During the procedure, the rubber cup suddenly snapped off. According to the dentist, the patient was not injured by the event.

Manufacturer narrative:
Nakanishi sent two email messages to (B)(6) on april 1, 2016 and april 29, 2016 to request patient's information that was missing in the initial report.nakanishi received an email message from (B)(6) on may 3, 2016 that states (B)(6) had no patient information.

Manufacturer narrative:
Upon receipt from a distributor of the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject ba102 device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. Nakanishi conducted a visual inspection of the returned device. Nakanishi observed: a thread missing from the converting screw due to fracture. The missing thread was found in the screw shaft. A ductile fracture on the fractured surface of the converting screw, which indicates that stress of an intensity exceeding the part toughness was applied. Corrosion all over the converting screw. Nakanishi took photographs of all of what nakanishi observed and kept them in a file. Nakanishi applied various type of stress to three new converting screws to see the torque with which the threads would fracture. Nakanishi confirmed the threads had fractured at 19n?ecm or 20n?ecm. Conclusions reached based on the investigation and analysis results: nakanishi identified from the above observation that the cause of converting screw fracture was excessive stress applied during cutting. In order to prevent a recurrence of the fracture, nakanishi reported the above evaluation results to the distributor and directed the distributor to warn the user not to use the device under high stress.